Event description:
Reportedly, on 12-may-2025, there is a missing text in eno/kora modules with sv 3.20. "Null" is written instead of microport in the lead section > brand list.

Manufacturer narrative:
Review of the provided data confirmed the reported event: ¿microport¿ does not appear on the ¿manufacturer¿ drop-down list on patient window and is replaced by ¿null¿. A software bug has been identified in the reply module of smartview (reply, kora, esprit and eno devices families). This issue is caused by a change in a software tool used to integrate the translation. Indeed, this tool does not manage keys and the ¿microport¿ ID is ¿ela médical, causing an unrecognized case. Therefore, ¿null¿ is displayed instead of ¿microport¿ there is no safety issue related to this event. It is only a display issue. This software bug will be corrected on the smartview version 3.22.